Event description:
"It was reported a third party service engineer sustained minor injuries while servicing a definium 8000 system. The service engineer felt a shock on his hand and fell backwards, sustaining minor bruises. There was no other injury reported an the event did not lead to a serious injury. The in house service personnel was replacing the column cable assembly on the overhead tube support. As part of the repair, the individual incorrectly connected the anode cable to the anode on the tube. The individual pulled the anode cable from the tube and discharged the stored capacitative energy to himself and fell from a ladder.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.